Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Pentax video colonoscope model ec34-i10cf is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to an excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that the root brace rubber flexible tube cut, the u/d and r/l pulley wires rupture, and the suction channel buckle.;however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. There is a bump on the ift by 11 cm no service.